Manufacturer narrative:
Failure analysis investigation confirmed the customer's reported complaint. The 30-degree endoscope plus was evaluated and found to have a defect in the camera/instrument adapter. A friction test was conducted using a screening aide to manually rotate the adapter and detect friction. During testing, the camera instrument adapter did not rotate properly, and noises were heard, confirming that the gears were binding. The camera instrument adapter was removed from the endoscope housing and analyzed, revealing a damaged bearing within the camera instrument adapter due to excessive friction. The endoscope cable integrated connector was visually inspected and found to have damage. The cable integrated connector exhibited corrosion on the electrical contacts and/or circuit board. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the endoscope experienced a rotation malfunction, and it squeaked. There was an issue with the 90-degree angle. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the endoscope was that when rotated it made a squeaking noise and with just a slight twist the image would flip as if you did a full rotation instead of just slightly turning.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.